Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports and system history. The investigation of log files showed that during the patient procedure, the image acquisition system (ias) failed and the system switched to bypass fluoro mode. At the same time a message was displayed informing the customer about "bypass flouro mode". Based on the system symptom's and issue pattern, the customer service employee (cse) found a power supply failure in the ias. After the replacement of the ias the system works as specified. The occurrence rate of the identified cause has been checked and no error accumulation has been identified. The occurrence rate is below the defined threshold and no corrective action is necessary. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, the user reported that the system was stuck in bypass mode, and the system was rebooting. The procedure was continued ,and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.